Event description:
Information was received indicating that the morning dose on a smiths medical cadd-legacy duodopa ambulatory infusion pump was adjusted "by mistake." It was reported that over-delivery resulted; reporter was unaware of any patient injury due to error. Per reporter the error was corrected by telephone with the nursing staff and it was agreed that the night pump would be used if mistake recurred.